Manufacturer narrative:
Additional products: serial#: (B)(4); yes FDA results code(s): 213 FDA conclusion code(s): 4310, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, controller 2.0 / con307691 / model #: 1420 / expiration date: 2018-06-30, UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical fault alarm occurred on the controller. It was noted that relatives of the patient were instructed to change both batteries to determine if there was a problem on the pump versus the controller. Shortly thereafter, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the controllers¿ manufacturing documentation confirmed that the associated controllers met all requirements for release. Failure analysis of the controller revealed that the controller passed visual inspection and functional testing. Failure analysis of the second controller revealed that the device passed visual examination. During functional testing the controller triggered an electrical fault alarm. An internal inspection revealed that the pump molex connector was marginally connected to the controller board. After reconnecting the molex connector, the controller performed as expected. Log file analysis revealed a controller power up with no motor start event on (B)(6) 2019 at 19:46:33. The data point recorded on the controller's internal logs prior to the loss of power revealed that a battery was connected to power port one with 95% relative state of charge (rsoc), and a second battery was connected to power port two with 39% rsoc. The data point recorded after the loss of power revealed that the battery was still connected to power port one and an adapter was connected to power port two. An electrical fault alarm was logged immediately after the controller power up at 19:46:34. The electrical fault alarm was due to the rear stator not being connected. A vad stopped alarm was logged at 19:46:53 due to a failure of the pump to restart after multiple attempts. A vad disconnect alarm was logged at 20:04:24 indicating a physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. The most likely root cause of the reported electrical fault alarms and the observed failure to restart the pump can be attributed to a loose internal connection of the pump molex connector, likely due to the improper assembly. Based on an internal investigation conducted, the most likely root cause of the loose connectors can be attributed to the connectors not being fully installed at the time of production. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial#: (B)(4), yes, return date: 03-apr-2019, yes dev rtn to MFR? (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.